Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it appears likely that this was caused by disease progression; neck dilatation. Pre-implant CT¿s revealed that the patient had a 50mm max diameter infrarenal aaa. The aorta was tortuous and filled with irregular thrombus. The proximal neck flow lumen diameter just below the lowest left renal artery measured ~27mm, and 2cm lower measured ~33mm. The infrarenal neck was angulated ~70 deg relative to the distal aorta, and the neck contained scattered calcification. CT¿s returned from 52 and 61 months post-implant noted that the aaa diameter had increased to 65mm, the aortic diameter at the bifurcate proximal margin had increased to 40mm, and there was a proximal type I endoleak due to lack of proximal stent graft apposition. It is also possible that implanting within the angulated and thrombus filled neck may have also contribute to the aaa expansion. Films from the intervention where an endurant (36x36x49) aortic cuff and intentionally covered the left renal artery were not available, and the cause of the reported residual type ia endoleak could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant bifurcate stent graft had a proximal type I endoleak. The endurant bifurcated stent graft remained positioned at the renal artery. No intervention was performed and the event was not resolved. Per the physician, the cause of the event was due to disease progression. And the aneurysm measured 67 mm in diameter. The physician elected to perform an intervention; however, the patient anatomy would not permit access to the left renal artery in order to perform a chimney with a covered stent. Therefore, the physician elected to implant 36x36x49 endurant aortic cuff and intentionally covered the left renal artery. There was a small proximal type I endoleak observed on the final angiogram. The physician thought that the endoleak may be from the ostium of the left renal artery. The physician then elected to re-balloon with a reliant balloon. However,it was unknown whether the proximal type I endoleak had resolved since an angiogram was not performed again. No clinical sequelae were reported and the patient will be monitored their physician.